Event description:
The guide wire was being removed from the pt and the tip segment detached and was successfully removed. The physician was using the guide wire in a radial approach. The physician had performed the intervention of the pt. The physician was attempting to remove the guide wire through the radial artery and the tip of the guide wire became stuck on the introducer sheath and separated. The physician was unable to cut down the sheath and remove the detached segment of the guide wire without issue. The pt is reported to be fine.